Event description:
Pulsar-18 peripheral stent system was selected for treatment of a moderately calcified lesion (80 percent stenosis degree) in the severely tortuous mid sfa. After predilatation and despite pulling the trigger it was not possible to release the stent. The device was removed and the procedure was finished by using another stent.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the outer shaft has been retracted by about 10 mm and that the stent has been partially released. The distal stent portion is stuck between the outer shaft and the distal stent stopper. It was clarified later that the stent was partially released after the actual complaint event outside of the patients body. The handle was returned completely disassembled with several parts missing. Due to the state of the instrument, an investigation with regards to the reported complaint event was not possible. During the investigation, the stent could be manually released with no unusual friction. Review of the product release documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The final root cause could not be established. It should be noted that the IFU advises the user to only open the handle in the case that the trigger release mechanism fails with partial release of the stent.